Manufacturer narrative:
If implanted; give date: n/a. The ovd (ophthalmic viscoelastic device) healon pro is not an implantable device. If explanted; give date: n/a. The ovd (ophthalmic viscoelastic device) healon pro is not an implantable device; therefore, not explanted. (B)(6). The ovd (ophthalmic viscoelastic device) healon pro is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had issues with healon pro. That high pressure was observed in the post-surgery consultation. The surgeon used healon pro and attributed the event to the viscoelastic and thought that it may have caused the increase in postoperative intraocular pressure (iop). It was learnt that the patient¿s affected eye was the right eye, iop 52. Through follow-up it was stated that the patient was treated with carbinib-r to lower the intraocular pressure and the pressure automatically started to drop but this has not been confirmed. No further details have been provided.